Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer enter his carbs the numbers just keep scrolling up. It works some of the ime is intermittent. The customer was advised if recalls any significant events leading to the keypad issues. The customer response no. The customer was advised that the insulin pump will need to be replaced. The customer was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instructions.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button repsonse due to moisture damage on the keypad traces. The insulin pump had minor scratches on the display window, cracked case near the display window corners, and a cracked reservoir tube lip. No display anomaly was noted.